Manufacturer narrative:
Investigation included user education and troubleshooting and shipment of replacement supplies. Investigation of this case revealed no confirmed device or supply malfunction and the cause remained unclear. It was concluded that the event was user-recoverable with supply replacement and continued system use. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that following a supply change, the user experienced elevated blood glucose readings, with a reported maximum of 260 mg/dl and out-of-range values for approximately 12 hours, after which replacing all supplies restored proper insulin delivery and brought glucose back into range. Symptoms included hyperglycemia. Outcomes included transient loss of glucose control without need for outside assistance or medical intervention.